Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported overcorrection following a lasik procedure. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment showed no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user skipped the gas change and the scanner test, performed the needed energy check and eyetracker test without any issue. The fluence test was performed with a measured depth 63.3 microns. The user still confirmed the fluence test and performed multiple treatments during the whole day. During preparation of treatment for the patient's right eye, a warning message appeared. Check bed position and selected eye occurred. It was not possible to see whether the user corrected the patient bed position or not in the logfile. The treatment for the right eye was performed successfully without interruption. The user has not performed an energy check before this patient. No technical problem could be identified during the logfile review. Clinical applications specialist (cas) review concludes: it was reported that after an optimized lasik treatment, an overcorrection occurred on both eyes of the mentioned patient. The treatment reports showed a downright treatment on both eyes. It can be seen that the ablation was quite high but that was due to the high myopia. On the left treatment report, the last image of the live images was a bit blurry but the distance diodes seem to be in the correct position. Unfortunately, we did not receive any postoperative topographies. The preoperative topographies showed very steep corneas. In addition, the position of the thinnest point as well as the elevation front and back looked slightly suspicious. It was reported that the postoperative refraction was +0.50 sphere for the right eye. It was not reported, when this refraction was taken and whether it was a subjective or an objective refraction. We recommended a longer follow up until the healing process is completed and to retake the refraction as well as the topographies. The best-corrected visual acuity preoperative was 0.6 for the right eye and 0.8 postoperatively so the visual acuity only dropped for the left eye, where the best corrected va was 1.0 pre and 0.8 postoperatively. The uncorrected postoperative visual acuity is 0.4 for the left eye. We cannot say what might have led to this issue since there is also only one case reported. The root cause could not be identified conclusively without additional information. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: 2021-16660